Manufacturer narrative:
On (B)(6) 2015: (B)(6) is the owner and user of the black diamondclean. Consumer states that he purchased the unit after christmas and loves the unit. He claims the brush head did touch his tooth and chip it, but he does not want to continue with a complaint claim. He claims the only reason he called in is because he wanted to suggest we cover the back and stem of our brush heads with rubber to prevent this kind of thing from happening. Consumer is keeping the unit.

Event description:
On (B)(6) 2015 customer claims the brush head hit and chipped his tooth while brushing.